Event description:
The account alleged that bed was slowly drifting into full trendelenburg. No injury reported.

Manufacturer narrative:
The account exercised the emergency trendelenburg valve several times and this resolved the issue.